Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. It was found the dso seal was degraded and the latch was out of angle specification by 90 degrees. The latch and dso seal were replaced with new ones. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal had a tear, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.